Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the power switch was poor and the video interface lock could not latch during inspection for use involving an olympus video system center. There was no patient involvement.